Manufacturer narrative:
This event is part of a retrospective review associated with a correction implemented in CAPA 32, and is being reported late. Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test; however, the failing value was not provided. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 280 to 200. No patient involvement was reported. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test; however, the failing value was not provided. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 280 to 200. No patient involvement was reported.